Event description:
Customer states family member could not wake pt because they had bottomed out. The customer received a blood glucose results of 343mg/dl before lunch. They took insulin as usual and ate a banana and yogurt. At 2:30 pm family member found pt unresponsive and called paramedics. Paramedics tested and the result was to low to register. A glucose injection was given and the customer was taken to the hospital. It is unknown if controls were in use at the time. The customer stated sometimes the glucose strips are stored outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.